Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had a sudden and consistent burning sensation in their left ear since implant. The patient did not consider it to be an issue. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the sudden burning was not determined. The rep reprogrammed the device and reported the issue to be resolved. No further complications were reported.